Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vein graft. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured and pinhole was noted in the balloon material. The device was removed and the procedure was completed with another of the same device. There were no patient complicaitons and the patient was stable.

Manufacturer narrative:
E1: initial reporter city: (B)(4). Device evaluated by MFR: mustang device 6x10x75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately at the proximal balloon sleeve and extending approximately 82mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per mustang specification, the rated burst pressure for this device is 24 atmospheres. A visual and microscopic examination observed damage to the tip of the device. This type of damage is consistent with excess force being applied as a result of encountering resistance during the attempt to cross a lesion. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vein graft. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured and pinhole was noted in the balloon material. The device was removed and the procedure was completed with another of the same device. There were no patient complicaitons and the patient was stable.